Event description:
It was reported that 24 hours post-op of a lap sigma procedure, the anastamosis was insufficient and there was drainage. The patient stayed longer in hospital. There was no patient consequence.